Event description:
Spontaneous. Patient's mother reported she opened up one of therms 4-26-6 needle sets that we had shipped recently and the length of the needle is almost about an inch longer than the other needle sets. She provided product reference code: rms-4-26-6, lot number: 23d07n, expiration date: 4-7-2026. I confirmed with her the other needle sets that arrived look correct. Replacement order already placed by pharmacy service representative. Faulty needle set ii question was never used by patient. No medication was lost or dose missed. No adverse event or effects were reported. Patient is disposing of reported faulty needle set in the sharps container. No further info to provide at this time. Reported to (B)(6) by pt/caregiver.